Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) and left ventricular (lv) setscrew came free off the device. They were placed back in situ. The device remains in use. No patient complications have been reported as a result of this event.